Event description:
The customer reported to olympus that before an unspecified procedure during preparation for use, the gastrointestinal videoscope had no image appear. The device was returned for evaluation. During the evaluation the following reportable malfunction was found: plastic distal end cover and adhesive on bending section cover had foreign material. There was no report of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus and the customers¿ allegation as confirmed. In addition to foreign material being found, additional evaluation findings are as follows: due to deformation of scope cover water tightness was lost, due to damage on charged coupled device unit the specified resolving power was not obtained with area for improvement mode, due to corrosion on electrical connector the image was not displayed, due to clogging of nozzle water removal ability did not meet the standard value, bending section cover had discoloration, connecting tube had discoloration, due to wear of angle wire bending angle in down direction did not meet the standard value, knob had a stain, universal cord has stain, suction connector had corrosion, and electrical connector had corrosion. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported that during the evaluation, the plastic distal end cover and adhesive on bending section cover had foreign material. However, the device was returned without reprocessing, which caused the foreign material to remain. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.